Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was unknown at the time of incident. It was reported that the insulin pump was not dropped or bumped but that the drive support cap appeared damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No compromised force sensor system alarm noted. All operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. No moisture damage was noted on the electronics assembly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.